Manufacturer narrative:
One cadd cassette reservoir was received for the evaluation of a reported leaking. The returned sample was received in used conditions without its original packaging. A visual inspection was performed at a distance of 12' to 16' under normal conditions of illumination, and no discrepancies was detected. A functional testing was performed where a syringe was used to look for unusual functions such as leaks. There was no leak detected. Root cause was determined to be a manufacturing issue. Submitting as a second follow up as the first one returned as a duplicate failure.

Manufacturer narrative:
One cadd cassette reservoir was received for the evaluation of a reported leaking. The returned sample was received in used conditions without its original packaging. A visual inspection was performed at a distance of 12' to 16' under normal conditions of illumination, and no discrepancies was detected. A functional testing was performed where a syringe was used to look for unusual functions such as leaks. There was no leak detected. Root cause was determined to be a manufacturing issue.

Event description:
Information was received that during fill up of this smiths medical cadd cassette reservoirs, leaking of medication was noticed. No reported adverse effects.